Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have headache, vomiting, nausea and sinus infection. The patient was prescribed antibiotics in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 19, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5107325) alleging headache, vomiting, nausea and sinus infection related to CPAP device's sound abatement foam. The patient was prescribed antibiotics in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally, found there was unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There was an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The manufacturer inspected the device internally, found there was unknown debris in the tracks of the ui panel. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o ring. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. They also found unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to directly address the patient's symptoms and there was no evidence of sound abatement foam degradation. They did observe presence of contamination in the airpath.